Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited low impedance after being connected to the implantable cardioverter defibrillator. The lead was no longer used and replaced. The patient was fine post procedure.